Manufacturer narrative:
Patient weight not made available from the site. (B)(4) 2015, a medtronic representative, following-up at the site, reported the site had multiple drivers and used a different driver to complete the procedure. Also reported was that the tip broke off while inserting the screw. The surgeon placed a temporary rod and backed out the screw. The issue is because the sleeve does not lock down, it gets loose while inserting the screw. (B)(4) 2015, issue resolved, a second medtronic representative reported replacing the driver. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a posterior lumbar fusion procedure, the tip of a screwdriver broke off in the head of the screw. A temporary rod in the head of the screw was placed and provisionally tightened. The temporary screw rod construct in one piece was then removed. The product came in contact with the patient, however, no fragment remained inside the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.(B)(4)